Event description:
Philips received a complaint on the heartstart mrx device indicating that there was an intermittent shock error.

Manufacturer narrative:
The device has not been made available to philips. Visual and functional testing could not be performed.